Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil was implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies hemorrhage and death as potential complications associated with use of the device. The device was used during the same procedure as was reported in MFR. Report# 2032493-2017-00125, 2032493-2017-00126, 2032493-2017-00127, 2032493-2017-00128, 2032493-2017-00129, and 2032493-2017-00131.

Event description:
It was reported that stent-assisted coil embolization was performed on an unruptured acom aneurysm. The patient was anticoagulated prior to the procedure with aspirin, plavix, and heparin. The lvis jr. Stent was successfully deployed without difficulty across the neck and seven (7) coils were placed in the aneurysm. After the final coil was placed, contrast extravasation from the dome of the aneurysm was noted. The hemorrhage stopped temporarily, but when the microcatheter was withdrawn, the bleeding continued. Protamine was administered. Balloon inflations were performed in the bilateral acas and the bleeding stopped; however, upon deflation of the balloons, the extravasation continued. Ultimately, the patient's intracranial pressure rose and her condition deteriorated. Two days after the procedure, the patient died. The surgeon stated that the stent did not cause the aneurysm rupture, and also stated that "the cause of the rupture was coil protrusion through the dome of the aneurysm. The patient was on aspirin, plavix, and heparin. Despite attempts to arrest flow with 2 balloons, the bleeding did not stop."